Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead was admitted to the hospital due to received numerous inappropriate shocks. It was reported the pacing impedance measurements had been approximately 300 ohms at the most recent follow-up 4 months ago. In the hospital the pacing impedance measurements were 1,700 ohms. Review of the arrhythmia logbook revealed the inappropriate shocks were due to oversensed noise. It was suspected the lead had fractured.

Manufacturer narrative:
The patient elected to not undergo a lead replacement procedure and their device was programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.